Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp remains implanted and the physician repositioned the pump. During the revision procedure the physician observed the device not working well due to twisting of the pump connector tubing. The patient was stable following the procedure.